Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04305. It was reported the patient no longer had stimulation, and she had stopped charging her ipg at least four months ago. The ipg would not communicate with her external devices. The patient reported she was not receiving pain relief from the system, and so she stopped charging. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tot he patient's physician regarding medical history.